Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that his onetouch vita meter is reading inaccurately high compared to the contour meter. Medical surveillance sent follow-up questions; however customer service was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the customer service representative (csr) during the patient's initial call. The patient alleged that the issue began four to five days prior to contacting lfs. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. On unspecified dates/times, the patient reportedly obtained blood glucose readings of ''233, 161, and 156mg/dl'' with the subject meter and ''181, 130, and 119mg/dl'' with the contour meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages his diabetes with insulin (type and dosage are not known). According to the csr's documentation, the patient denied taking any action in regards to his diabetes management as a result of the alleged issue, at an unspecified time later the patient allegedly developed symptoms of sweating and feeling hot; however, the patient denied receiving any form of treatment after his symptoms began. It is not known if the patient's symptoms are associated with his diabetes and it is not known when the patient's symptoms improved. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the meter and test strips were tested and both passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.